Event description:
During a total hip arthroplasty procedure, the trial cup was stuck. Trial cup was broken trying to remove it. The procedure was successfully performed using an other available trial cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding a crack/fracture involving a ge007-55 trial cup 55 was reported. Conclusions: based on the provided information it has been determined that this event is associated with an off-label application. It was reported that the instrument "white tip of the femoral impactor ref: (B)(4)" is used with the ge007-55 trial cup 55. This instrument is not a serf reference. Non-serf instruments, not intended for use with the trial cup, appear to have been used during the removal attempts, which contributed to the observed damage. It is the responsibility of the surgeon to follow the surgical protocol and use the appropriate surgical technique. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
No new information.